Event description:
Pathway peek cage shattered during insertion. After preparing the space and verifying placement, surgeon began advancing the implant. X-ray revealed what appeared to be a metal object in the space, perpendicular to the marker on the implant. Surgeon removed the inserter, revealing the broken implant. He carefully removed multiple fragments.

Manufacturer narrative:
Product was severely damaged and not all fractured pieces were sent back for a full investigation. Device history records were reviewed and no discrepancies found. The objective evidence to identify the root cause of device is unclear.